Event description:
Facility reports on 03/30 at the start of the treatment the pt complained of shortness of breath and started seizing. The treatment was discontinued and the pt was given normal saline and sent to the hospital and admitted for syncope. The pt was readmitted to the unit and within three minutes of the start of the treatment the pt went into respiratory arrest. The pt was given normal saline and rescue breathing via ambu bag with high flow oxygen was initiated. The pt regained consciousness and was sent to the ER. The pt was admitted for syncope and uncontrolled high blood pressure. In both incidents the dialyzer had tested negative for residual disinfectant before the start of the treatment. The treatment on event date was the dialyzer's seventeeth use. Facility feels incidents could be caused by possible reaction to trace amount of disinfectant or a reaction to polysulfone. Facility uses gluteraldehyde to disinfect dialyzers. The pt is to be readmitted to the unit and the pt will be switched to a non reuse, non polysulfone dialyzer. The pt had been using f-6 dialyzers since the end of november without incident until march 30th. Dialyzer is available for evaluation. After going back to the dialysis unit, the pt was placed or a ca110 dialyzer, the facility now states that the pt was not seizing as previously reported, the pt had "syncope and abdominal pain". The results of the hospitalization were nonconclusive.